Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, a device reset warning was displayed upon ICD interrogation during the regular follow up on (B)(6) 2011; the device is operating properly. An explanation is requested.